Event description:
Product: ICU medical spiros closed male connector. ICU medical genie closed vial access device when using these products together to transfer chemotherapy products, I have consistently witnessed very small droplets of the chemo products forming on the end of the male connector. As I detach these two from each other a small amount of the chemo will be retained on the end of the male connector. It is a very small quantity, but it is there consistently. Sometimes it may require 3-5 transfers to develop but by the fifth disconnect it normally forms. Most of our chemo pt require 60-90ml of 5-fu in their cassettes. So, we have to enter 3-5 vials of 5-fu. After adding the normal saline and the 5-fu to the cassette the droplets normally have formed. Is this acceptable with a "closed" chemo transfer device? Event reappeared after reintroduction: # 1 & #2 - yes.